Event description:
During an implant procedure, the physician checked different lead positions to place the lead. Low sensing and no capture were observed during the test. Echo exam found a blood perfusion in the right ventricle. The physician decided not to implant the lead and treated the patient with medication. New lead was later implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.